Manufacturer narrative:
The insulin pump was received with normal operating currents. The pump also passed the self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. The insulin pump had a minor scratched lcd window, a scratched case, cracked battery tube threads, and a partially broken off reservoir tube lip noted. However, the test reservoir was locked properly in the reservoir tube and missing the o-ring (reservoir tube).

Event description:
The customer reported via phone call that she had a high blood glucose level of 536 mg/dl and there is damage on the top of the reservoir casing on the insulin pump. Customer stated that the pump was chipped at the top of the reservoir lip. Customer stated that it won't turn in right. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.